Event description:
A manufacturer representative (rep) reported an incision, drainage, washout, and battery reposition was done. The patient had some redness on the surgical incision. An incision was made below the existing incision to remove the battery from the pocket. The doctor took cultures and cut around the incision to make it more clean and washed the pocket out. The doctor stated the pocket looked great and the incision itself was the only thing that looked bad. The patient denied having a fever and blood counts were within normal limits. A new pocket was made at the right buttocks, the lead was tunneled to that side, connected to the battery and closed. An impedance check was done and was within normal limits. The issue was resolved at the time of the report. The device was indicated for non-malignant pain.

Event description:
Additional information received from the manufacturer representative reported that ID meant incision and drainage. It was noted they didn't know the culture results, but it was their understanding that the device didn't cause any of the issues. The cause of the redness was undetermined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.